Manufacturer narrative:
(B)(4). Additional information: the device was not returned to baxter, precluding further device investigation. As a result, the cause of the reported difficulties could not be determined. A service history review revealed the device has not been previously returned for increased intra-peritoneal volume. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a caution negative ultrafiltration (uf) alarm on the homechoice (hc) during drain 3 of 5. The home patient (hp) reported, he had bypassed the previous drain. The technical service representative (tsr) had the hp resume draining and the hp drain volume ( dv) was 3336ml. The largest prescribed fill volume (fv) was 1800ml. This drain volume meets increased intraperitoneal volume (iipv) criteria. Product surveillance spoke with the peritoneal dialysis (pd) nurse on (B)(6) 2010, the nurse reported the hp was coming into the clinic and would follow-up with him concerning bypassing the nurse reported the hp was doing fine with no reported problems and continues to use the cycler for therapy. No patient injury or medical intervention was reported as a result of this event.

Manufacturer narrative:
(B)(4).